Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a surgery an altera spacer was unable to be expanded in the patient but was left in position post operatively. This event occurred in japan.